Event description:
Per clinical trial (B)(6): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision 1 piece of galaflex was used. No concomitant procedures were done. On (B)(6) 2017, breast pain was reported. Treatment given was unknown. Resolved on (B)(6) 2018 without sequelae. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including breast pain. Medical affairs has assessed the patient¿s postoperative course as serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. This MDR reports the ae of breast pain. An additional MDR was submitted to report additional ae of breast swelling. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.